Event description:
Strips gave pt low readings for approx 3 week period. He went off his medication and later found out his blood sugar was high, not low as strips indicated. This was brought about by change in his diet. Because low reading means pt has to consume more food. Pt tests his blood sugars 3-4 times a week. As this event proceeded he tested at least twice daily. It kept giving low blood counts. Hospital showed his sugar count was actually 200. His blood sugar count was in good condition previous to this event.